Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral foot surgery to repair ledderhose disease in (B)(6) of 2021 and suture was used. Suture has still not dissolved and you can see them under the skin. Some of them spit out and patient was able to remove them. Patient reports that he has pain, numbness and tingling in both feet and that his surgeon has no idea how to remove the suture and the fibroids have grown back. No additional information was obtained as no contact information was provided.